Manufacturer narrative:
(B)(4). Batch # ni. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that after a sigmoid colon resection procedure, the customer noted that the cartridge metal strip was missing. The patient was x-rayed to determine if the metal strip was left inside the patient. It was determined that the strip did not fall into the patient. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # n55182. The analysis found that the psee60a device was received in good visual condition and with three gst60g cartridges reloads present; the reload (b) was returned unfired. The cartridge (c) was received fully fired. The cartridge (d) was received fully fired with the cartridge pan detached from the cartridge. The device was tested for functionality in the straight position with a test cartridge reload and it achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. While no conclusion could be reached as to how the pan became dislodged from the reload, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.